Manufacturer narrative:
Additional information was added: the actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors experienced no flow when connected to a clearlink system continu-flo solution set with a non-baxter closed system transfer device (cstd). It was reported that this occurs during priming. In the set-up, the cstd is connected to the clearlink set y-site at the distal end, another non-baxter cstd is connected to a one-link device and a syringe filled with unspecified chemotherapy solution. Once the connection is made there have been incidences of upstream occlusion alarms with slow flow or no flow. The set-up is being used with a baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: conclusion code. Correction was made to the previously submitted catalog number. The device was received for evaluation attached to an ICU chemolock. The customer also provided an unknown syringe. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The one-link set was functionally tested by connecting the syringe to the one-link using the provided ICU chemolock device. The one-link threads were fully secured to the chemolock device. The syringe connected securely to the one-link via the ICU chemolock with no issues. To test for flow, a syringe bolus was applied to the connection. The bolus was able to be applied easily and the solution primed and flowed through the set unobstructed. The ICU chemolock was then partially connected to the one-link (in order to simulate a situation where the ICU chemolock was not fully engaging the one-link device). The syringe was connected to the one-link using the ICU chemolock, and a bolus was applied with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.